Manufacturer narrative:
The pump was tested and found to deliver within specification.

Event description:
The device was programmed to deliver a soultion of 20meq kci in 100cc to run at a rate of 50cc/hr in a piggyback mode. Volume to be delivered was 107cc and in approximately one hour, total infused. There was no patient injury.